Manufacturer narrative:
Results: a sample was not returned for evaluation. There were no related quality notifications for the reported lot # 4155629. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the stoppers of a 13x75 mm 4.0 ml bd vacutainer® plus plastic whole blood tubes popped off on five tubes over the course of three days while using bd needles and holders. There was no report of injury or medical intervention.